Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that on opening the tined lead kit, the lead was found to be broken. It was noted that a replacement lead kit was used. It was later noted that it was not the lead that was broken, it was the curved stylet that had broke just below the white plastic into where the tined lead is clipped in. No further complications were reported/anticipated. Additional information received reported that there wasn¿t any damage to the lead after all. The manufacture representative was misinformed and it was the curved stylet that was broken just below the white plastic. No further complications were reported/anticipated.